Event description:
It was reported that the atrial lead exhibited oversensing. The lead impedance had increased from 397 ohms to 1023 ohms. The lead was capped.

Manufacturer narrative:
No medwatch form was received.